Event description:
It was reported that the patient has not had pain relief since the pump was implanted. The patient did not have relief during the trial and stated that he "was too doped up" to make a determination if the trial was effective. The patient continued to have pain symptoms and was on large doses of oral medication. The patient was informed that the drugs in his pump were also at a high dose. Due to the high doses of medication, the patient had difficulty finding another healthcare provider. It was noted that the pain was in the lower back; lumbar-sacral area. The catheter was placed in the thoracic area. A "side port myelogram" was performed (date and results were not reported) and the hcp's recommendation was to shut the pump off and replace with oral meds. It was also reported that all of the hcp's that have seen this patient have refused to remove the pump. An infection was also reported. The patient believed he "caught a staph infection" from the physician's assistant during a refill. The pa did not wear gloves. The pa used betadine to clean the area around pump and then shoved the needle in for the refill. The patient now has a "chronic staph infection". The patient status was "fair". The pump was used to deliver fentanyl and clonidine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).